Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
The patient reports she is still experiencing unintended abdominal stimulation. The patient stated she underwent surgical intervention on a previous date, but the issue was not resolved (reference MFR report: 1627487-2014-26534). Surgical intervention is pending to address this issue.